Event description:
The cortrak was used to place a ng tube on (B)(6) 2010, evening. Pt was fed for 4 hours at 30ml/hr then for 3 hours at 60ml/hr-total 7 hours of continuous feed (total of 300ml). After feeding the pt had an x-ray which confirmed tube was in bronchus not the stomach. The pt was on assisted ventilation, now on 40% oxygen and continued antibiotics and has now improved.

Manufacturer narrative:
Feeding tube placement is dependent on the user not the feeding tube. Neither the feeding tube or the cortrak were returned to corpak for eval. However, the electronic placement file, from the cortrak, was forwarded for our review. The placement was reviewed and showed the feeding tube in the left lung.